Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited adhesive separation at the objective lens including between the objective lens and distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes includes degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.